Event description:
Cancellous bone screw used with anterior cervical plate is reported to have broken in pt. Revision surgery in not planned. The broken screw is secured to bone and to the acp plate and poses no danger to the pt.